Event description:
It was reported that a power on reset occurred. The device was explanted and subsequently tested out of specification during manufacturers analysis. No patient complications have been reported as a result of this event.